Event description:
Reportedly, during a laparoscopic hernia repair, the pt experienced prolonged ileus and an inflammatory cellulitic reaction over the abdominal wall that responded to antibiotics. No obvious infection was noted. The hosp stay was prolonged as the result of the ileus. The surgeon stated, the pt required extensive adhesiolysis.

Manufacturer narrative:
Initial report sent to FDA on 09/29/2006.